Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the pump. The customer's blood glucose reading was 420 mg/dl. The customer stated that he put 84 units to bolus and his reading was 420 mg/dl. The customer stated that he treated his high readings with shots and syringes. The customer stated that he called the doctor's office and had a 24 hour helpline with nurses assist him. The customer was advised that inaccurate pump settings may result in unexplained high blood glucose readings. The customer was advised of the high blood glucose rules that he did not know. The customer was advised to check the bolus wizard settings first then go to edit settings. The customer was advised to follow up with his health care provider.